Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The pump reportedly emitted a call service 069 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/12/2014 with the following findings: the cs 069 alarm was noted in pump history. During investigation of the returned pump, a call service (cs) 69 alarm was reproduced by applying light pressure on a component on the pcb. Unrelated to the complaint, there was moisture and corrosion observed in the battery compartment and on the battery cap. The pump¿s cover was removed and there was no moisture or corrosion found inside the pump or on the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).